Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified 450cc mentor smooth saline breast implant and experienced left-sided deflation postoperatively. The diagnosis was confirmed by the patient¿s surgeon. As a result, the patient underwent removal and replacement with two 450cc mentor smooth round moderate plus profile prostheses (catalog #: 3502450, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2017.